Event description:
It was reported that the 9800 system was at 15r/min in both fluoro and high level fluoro. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was measured at 8.97r/min in fluoro and 17.45r/min in high level fluoro during the svc call. The sys was tested and found to be working as intended and put back into svc.